Event description:
Procedure: nephrectomy. According to the reporter: tissue may have been thicker than usual. After firing, when trying to close the jaws to get the stapler out of the patient, the jaws would not close. The anvil was reportedly bent. A blood vessel was damaged during subsequent manipulation of the instrument which resulted in bleeding. The vessel was hand sewn.

Manufacturer narrative:
Initial report sent to FDA on 11/02/2009.